Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: left side lump, " silicone leakage".

Event description:
Patient reported left side lump, " silicone leakage" diagnosed via ultrasound, and rupture diagnosed via MRI. The device remains implanted.

Event description:
Patient reported left side lump, " silicone leakage" diagnosed via ultrasound, and rupture diagnosed via MRI. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Patient reported left side lump, " silicone leakage" diagnosed via ultrasound, and rupture diagnosed via MRI. The device remains implanted.

Event description:
Device has been explanted and replaced with a non-allergan device.